Manufacturer narrative:
(B)(4). The jaws opened and closed normally when the handle was activated. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device locked on tissue and was pulled off by hand. Minor bleeding, less than 250cc's, was noted upon device removal. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.